Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the rep was unable to hear the demonstratable patient alert tones. The device is still in use. No patient complications have been reported as a result of this event.